Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable low ise indirect gen.2 sodium result for two samples from one patient on the cobas 6000 c 501 module. Sample 1 initial result was 124 mmol/l and was reported outside of the laboratory. The doctor complained about the result and a new sample was drawn from the patient. Sample 2 initial result was 136 mmol/l. As the patient was only receiving "0.9% nss", the doctor did not trust the result. The customer repeated both samples on the ise 1800 analyzer. The repeat result for sample 1 was 133 mmol/l and the repeat result for sample 2 was 145 mmol/l. The customer repeated both samples on the cobas 8000 analyzer. The repeat result for sample 1 was 128 mmol/l and the repeat result for sample 2 was 141 mmol/l. There was no allegation of an adverse event. The electrode lot number and expiration date were requested but were not provided. Qc was checked and precision testing and a patient comparison were performed. The investigation did not identify a product problem. The cause of the event could not be determined.